Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient called in about experiencing rashes, itchiness and bumps on the neck and legs after applying the sensor to the arm. As per the patient she's allergic to nickel which the applicator needle was made from. The patient didn't do any treatment and just stopped using the sensor and removed it. She is a new user and just started the dexcom. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect clinical code - needle stick/puncture.